Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the fastening screw broke off. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Further investigation of the manufacturing and material documents show conformity with the specifications. No product error could be determined. The examination revealed that the fastening screw broke off. Hence the upper part of the screw driver cannot be fastened anymore. The cause of the damage is unknown; too high of a mechanical load while fastening could lead to the break. No product error could be determined.